Manufacturer narrative:
Please note that the exact event date is unknown. As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter.

Manufacturer narrative:
Section b5: additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis (dvt) and arthritis of both knees with future need for surgery. The patient was admitted to the hospital for occlusion and stenosis of the carotid artery without cerebral infarct. A left carotid endarterectomy was done to the carotid artery and an inferior vena cava (ivc) filter was placed. The vena cava measured less than 26mm. The filter was deployed across the third lumbar body with post deployment venogram revealing excellent placement. The results of computed tomography (CT) scans done approximately seven years after the index procedure indicate that the filter was within the infrarenal area of the inferior vena cava. The cephalic tip is at the level of the renal veins. There is a slight posterior tilt of the filter. There is no evidence of perforation, fracture or stenosis. Non-obstructive urinary calculi and diverticulosis were observed. A second opinion for the CT revealed a total of 6 prongs have perforated the ivc, with maximum distance of 4.5mm, and no significant tilt of the filter. Additional information received per the patient profile form (ppf) states that the patient experienced tilted filter, perforation of the filter struts outside of the ivc and into organs. The patient further reports constant piercing pain in the abdomen, sometimes feeling like a pin sticking, anxiety, depression, fear and worry about the damages the ivc filter can do. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of recurrent deep vein thrombosis (dvt) and arthritis of both knees with future need for surgery. The patient was admitted to the hospital for occlusion and stenosis of the carotid artery without cerebral infarct. A left carotid endarterectomy was done and an inferior vena cava (ivc) filter was placed. The vena cava measured less than 26mm. The filter was deployed across the third lumbar body with post deployment venogram revealing excellent placement. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. A CT scan was done approximately seven years after the index procedure revealed the filter was within the infrarenal area of the inferior vena cava. The cephalic tip is at the level of the renal veins. There is a slight posterior tilt of the filter. There is no evidence of perforation, fracture or stenosis. Non-obstructive urinary calculi and diverticulosis were observed. A second opinion for the CT revealed a total of 6 prongs have perforated the ivc, with maximum distance of 4.5mm, and no significant tilt of the filter. Per the patient profile form (ppf), the patient experienced tilted filter, perforation of the filter struts outside of the ivc and into organs. The patient further reports constant piercing pain in the abdomen, sometimes feeling like a pin sticking, anxiety, depression, and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, depression and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.